Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e , serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient experienced a burning sensation in the feet. The trial leads were pulled out and discarded per hospital policy.